Event description:
The reporter stated that, the surgeon was inserting a three piece silicone lens model aq2010v into the pt's eye and lens tore. This lens was removed, and replaced without any pt injury. The reporter stated that, the lens had been loaded incorrectly into the injector.

Manufacturer narrative:
Eval - visiaul inspection of the returned product shows a portion of the optic of the lens is torn off, and has tears in it. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.